Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was folded. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The device was received in two sections as a result of a break in the hypotube. The break was located at 24.2cm distal from the strain relief. Both sections of the hypotube were kinked at various locations. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, there was difficulty advancing the balloon in the lesion and the distal shaft was kinked due to the resistance and pressure. However, when the device was removed, the distal shaft broke at the kinked area. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, there was difficulty advancing the balloon in the lesion and the distal shaft was kinked due to the resistance and pressure. However, when the device was removed, the distal shaft broke at the kinked area. The procedure was completed with a 10mmx2.50 wolverine coronary cutting balloon. There were no patient complications.